Event description:
It was reported that the patient¿s personal therapy manager (ptm) had the incorrect refill date. Reportedly, the pump was last filled on (B)(6) 2014 and it was showing that it would run out on (B)(6) which was the date prior to this last refill. The computer print out showed that the refill date with max bolus request will run out on (B)(6) 2014 and ¿so what is happened is the refill date and the clinic said they are (B)(6).¿ the patient¿s physician advised him to call the company to address/fix. Reportedly, the patient¿s hip has ¿gone out¿ for the third time and the patient wanted to know if the pump would work correctly without the ptm showing the correct date. The patient was going to wait until ¿he has the refill date to update.¿ it was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).